Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for high impedance. Upon x ray the atrial lead was noted to be fractured. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition.